Event description:
It was reported that lead impedance issue and noise on rv le ad was observed. No further information is available. Is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.